Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 589 mg/dl at the time of incident. Customer¿s current blood glucose level was 82 mg/dl. The customer treated for high blood glucose with manual injection. Customer experienced symptoms such as pain. Customer declined troubleshooting for high blood glucose. Customer stated infusion set had bent cannula. The insulin pump will not be returned for analysis.